Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that this event would not be associated with the device but rather would be related to user technique.

Event description:
Drill bit broke while surgeon attempted to drill holes for the placement of plates and screws. This event did not cause any adverse consequence to the pt or surgical delay.